Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of evaluation.

Event description:
While receiving tech support on an unrelated event the patient's son reported the patient had been previously hospitalized for an undisclosed reason. During follow up the patient's peritoneal dialysis registered nurse (pdrn) stated that the patient was hospitalized from (B)(6) 2017 for hypokalemia and generalized weakness. Per pdrn, the patient was compliant with peritoneal dialysis treatment and was not aware of the reason the patient experienced hypokalemia. In the hospital potassium chloride 10meq/l was administered. The patient continued treatment while in the hospital. While in the hospital the patient was diagnosed with peritonitis, the cause and culture results/wbc count, treatment rendered were unknown. The patient's prescription was unchanged on discharge. The potassium levels were unknown, potassium level on (B)(6) 2017 after discharge tested in clinic was 4.9 meq/l. Per pdrn, the patient was doing fine and has been able to complete treatment; recovered from peritonitis and hypokalemia.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Corrected information - (method and conclusion codes) clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) and the adverse event. Based on the provided information a temporal relationship between the patient¿s diagnosis of hypokalemia, generalized weakness, peritonitis, requiring subsequent inpatient hospitalization (17 days) and the fresenius products exists, the course of hospitalization is unknown therefore unable to identify the possible causality and etiology of these events of electrolyte imbalance specifically hypokalemia (one known medical intervention with potassium replacement), evaluation of patient¿s generalized weakness and the causality and associated medical intervention, event of diagnosed peritonitis with unknown pd fluid culture reports, the patient¿s symptoms, unknown antibiotics treatment course that may have been ordered and rendered during this hospitalization period cannot be determined. The patient has reportedly recovered and seen in pd clinic on (B)(6) 2017 with potassium level of 4.9 (unknown patient baseline) and is continuing pd therapy with assistance of their caregiver.